Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra- aortic balloon pump (iabp) would not switch on and generated a beep alarm. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse observed that the bulk fuse was blown. The fse replaced the bulk fuse then observed an electrical test failure code #50. The fse investigated further and observed that the motor controller board was defective and had caused the electrical test failure code #50 and the blown bulk fuse. The fse replaced the motor controller board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra- aortic balloon pump (iabp) would not switch on and generated a beep alarm. There was no patient involved and no adverse event was reported.